Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported that the anchor pulled all the way out when deploying the angio seal device. The following information was provided by the user facility: when the physician was deploying the angio seal device to set the foot plate/anchor, it pulled all the way out of the artery and it was still in the end of the delivery system; hemostasis was achieved by manual compression; the estimated blood loss was reported to be less than 20 ml; and after manual compression was performed, the procedure was completed and the outcome for the patient was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6f angioseal was returned for investigation. One carrier tube assembly and one hemostasis sheath was returned separate from each other. The tyvek pouch was not returned there was blood like substance observed on all returned components. The tamper tube was completely withdrawn with collagen and anchor completely visible but not compacted into a knot. The carrier tube assembly was in the rear lock position and the bypass tube was dislodged from its intended position. The collagen was wetted and the tamper tube was advanced over it. The collagen knotted over anchor as intended. No further functional testing was possible due to the returned state of the device. The complaint is confirmed for pullout. The device anchor and collagen were returned in a non-compacted state likely due to premature deployment. The collagen was compacted into a knot by wetting with water and running the tamper tube over it; the knot occurred as intended. Based on the reported event description and state of the returned components, it is likely that the device was deployed subcutaneously. Since the collagen with suture knots still intact, it is likely that it pulled out because anchor was not anchored against the arterial wall. There have been no previous reports for this part/lot number combination. There were no related issues noted during manufacturing of the reported product code and lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely this failure mode was resulted by conditions of use. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.